Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A review of the associated service record (sr) was performed. Per the sr, the company representative was able to resolve the reported event remotely with the customer. The issue was resolved by rebooting the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the console froze before surgery. The console was rebooted to initiate surgery.